Event description:
A caller reported experiencing an alarm 2 followed by an alarm 26 related to an occlusion issue. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to perform several troubleshooting steps, including disconnecting tubing, tightening the t:lock, and delivering a bolus, but the occlusion alarm recurred. As a resolution, the customer was advised to replace supplies as necessary and resume insulin delivery. Additional support was facilitated by transferring the caller for further assistance, and the issue was escalated to the clinical field team due to recurring infusion set problems.